Manufacturer narrative:
The agent reported (stem inserter knob displaced threads that connect the stem onto the implant inserter sheared off in the stem. Female 73. This event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The instrument was returned to djo and after further examination, the threaded tip of the knob broke off. A review of 804-06-157 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed 8 previous complaints but there were no indications that this instrument has a design or material deficiency. S303 - broke/cracked/damage, 8. S110 - threads damaged/galled, 3. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Instrument failure part left in the patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.